Manufacturer narrative:
(B)(4). Eval results and conclusion: endoleak. Moderate tortuosity.

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm approximately 9 months ago. The fusiform aneurysm had a length of 104 mm to the aortic bifurcation. The aortic neck measured 25mm x 14mm. Iliac arteries were reported as having mild tortuosity on the right and moderate tortuosity on the left with no iliac stenosis and an unk amount of calcium. There was an infrarenal angle of 54 degrees. The diameter of the non aneurysmal neck of both of the iliac arteries was 15mm. A type 1 endoleak occurred that was corrected with extension cuffs during the procedure. No clinical sequelae were reported, and the pt is fine.